Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument is broken. The button and screw came out.

Manufacturer narrative:
Examination of the submitted punch impactor confirmed the impactor button is disassembled and not returned. Examination reveals the impactor bolt has deformations and divots along the slot, indicating the bolt has been backed out or attempted to be backed out. The instrument design does not allow the bolt component to be disassembled. Based on the performed investigation, the root cause is being attributed to misuse. Based on the root cause of misuse, the need for corrective action is not needed. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.